Event description:
This is a report of peritoniitis in a patient coincident with dianeal therapy on the homechoice (hc) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized the same day. The patient began remedial therapy with intravenous (IV) kefzol (1g, twice a day) and ip mirocef (1g, everyday). Five days later treatment with kefzol was withdrawn. Treatment with mirocef was withdrawn and ip garamicin (120 mg, once) was administered. For 20 days, the patient received garamicin (80mg, ip, daily). The patient was discharged. After the patient was discharged, the patient experienced cloudy effluent, abdominal pain, pyrexia and shivering. Outcome for these events was not reported. The cause of the peritonitis was unknown. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.